Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, abdominoplasty, breast reduction and vaginal delivery. Previously administered products included for an unreported indication: levaquin. Past adverse reactions to the above products included urticaria with levaquin. Concurrent conditions included pelvic kidney and shellfish allergy (lips swell). In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (undergo a left tubuterine implantation surgery to remove the essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Insertion date reported in medical record was (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occlusion; on (B)(6) 2016: blockage of bilateral fallopian tubes proximally most recent follow-up information incorporated above includes: on 27-feb-2018: case updated as medically confirmed. New reporter were added. Historical and concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, abdominoplasty, breast reduction and gravida ii. Previously administered products included for an unreported indication: levaquin. Past adverse reactions to the above products included urticaria with levaquin. Concurrent conditions included pelvic kidney and shellfish allergy (lips swell). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), the first episode of vaginal discharge ("irregular vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), pelvic pain ("pain"), weight increased ("weight gain"), weight decreased ("weight loss") and headache ("headache"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding"), alopecia ("hair loss"), the second episode of vaginal discharge ("vaginal discharge") and abdominal pain ("abdomen pain"). The patient was treated with surgery (undergo a left tubuterine implantation surgery to remove the essure devices / unilateral salpingecto). Essure (ess205) was removed on 14-mar-2017. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and alopecia had resolved and the vaginal haemorrhage, fatigue, pelvic pain, the last episode of vaginal discharge, weight increased, weight decreased, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, weight decreased, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure (ess205). The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Insertion date reported in medical record was (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101.6 kgs. Hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occlusion; on (B)(6) 2016: blockage of bilateral fallopian tubes proximally most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), fatigue, pain, vaginal discharge, weight gain, weight loss, headache, abdomen pain", product information added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (undergo a left tubuterine implantation surgery to remove the essure devices). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure (ess205). The reporter commented: the removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. She was forced to undergo this major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.